Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a distorted display image was confirmed by baxter personnel during product evaluation. The root cause was assigned to distorted main display. The display color service assy and color display guide was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted image on the display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.